Manufacturer narrative:
The customer¿s report of the primary set spontaneously disconnected from the needleless connector was not confirmed. Visual inspection under a microscope and dimensional analysis observed no damage and verified the set¿s male luer to be within specification. Functional testing observed no disconnection at the location of the smartsite and i.v. Catheter or at any other connections on the set. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No abnormalities were observed on the sets during visual inspection. Clear fluid was observed in the primary set¿s drip chamber and entire length of tubing. Yellow fluid was observed in the secondary set¿s drip chamber and entire length of tubing. The sets were pressure tested and no leaks or issues were observed on the sets. The root cause could not be determined.

Event description:
It was reported that the medication ambisone (antifungal therapy), was infusing through a secondary set that was attached to the primary set. Halfway through the ambisone infusion, the rn found that the primary set spontaneously disconnected from the needleless connector attached to the central venous catheter. The medication was wasted and the patient did not receive the medication in timely manner. There was no reported patient injury as a result of this event.

Manufacturer narrative:
Concomitant medical products: baxter bag, lot#: w9g23c2, exp: oct20, 5% dextrose injection: baxter bag, lot#: w9e27b0, exp: aug20, 5% dextrose injection; sec tubing. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Bd canada sales rep states that the customer will not release any patient information.

Event description:
It was reported that the medication ambisone (antifungal therapy) was infusing through secondary set that is attached to primary set. Halfway through the ambisone infusion, the nurse found that the primary set spontaneously disconnected from the needleless connector attached to central venous catheter. The medication was wasted and patient did not receive the medication in timely manner. There was no reported patient injury.